Event description:
Patient was scheduled for kidney biopsy under CT guidance in radiology suite. I am md who performed procedure and have done hundreds over the years. A guide is placed to within a few mm of the kidney surface and position verified by scan. The trocar is removed and biopsy needle (argon medical devices, biopince, ref (B)(4), lot 11078758) is inserted into guide. The needle is then "fired" which usually results in a tissue sample. However, no sample was seen after needle removed. This was repeated x 2 with same result. The needle tip appeared to have been damaged. The patient had a vasovagal episode, with dropping blood pressure and heart rate. Atropine was given and his vital signs rapidly returned to normal. The guide was removed and procedure abandoned. He never lost consciousness. A moderate-sized hematoma was seen on a post-procedure CT scan, and he was admitted for observation. He did not require transfusion and was discharged home the next day. He was somewhat emotionally traumatized by the incident and has so far refused to undergo another attempt, though he still needs the kidney biopsy for diagnosis.